Manufacturer narrative:
The product is not available for evaluation and testing.

Event description:
A pt was hospitalized for chest pain. The following month, pci revealed 100% stenosis in the proximal rca. A guidewire could not be inserted, however, and the procedure was postponed. One month after this, the pt had pci at the proximal rca and three cyphers: a 3.0x23, a 3.0x18, and a 3.5x32mm, were implanted at the target lesion from the distal end. Procedure details are unk. Three weeks following this procedure, the pt had pci to the proximal and mid lad. Due to the circumferential calcification, ivus could not be inserted into the target lesion. A cypher 3.0/23mm was implanted at 16atm for 30seconds. Then, a cypher 3.5/23mm-reported as the product associated with the complaint--was being deployed at 14atm at the proximal end of the initially implanted cypher, and vessel perforation occurred. During the perforation, the pt went into shock and became unconscious. Intubation was conducted, followed by pericardial draingage. To treat the perforation, a covered stent (3.5/15mm:jostent graft master, jomed) was implanted at the site of perforation. The procedure was finished. Procedure details were unk. The pt was discharged from the hosp 22 days later. Six months later, the pt was hospitalized for chest pain, and pci revealed 90% stenosis at the distal end of the left cx branch. Two cyphers were implanted at the target lesion. There was no restenosis at the proximal rca, and 25% stenosis at the mid lad.